Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("extreme and debilitating pains in my abdomen/debilitating pains in my abdomen/severe and persistent pain/ pains"), vaginal haemorrhage ("uncontrollable vaginal bleeding/bleeding issues") and genital haemorrhage ("heavy bleeding") in a 48-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician was having difficulty placing the device" on (B)(6) 2009 and device monitoring procedure not performed "did not use birth control or contraception at any time following your essure placement procedure/did not undergo an essure confirmation test". The patient's past medical history included multigravida, parity 3 (((B)(6)1993, (B)(6) 1995 and (B)(6) 1997)), bladder operation, miscarriage, meningitis, tonsillectomy in 1994, mammoplasty in 1998, cholecystectomy on (B)(6) 2008 and social alcohol drinker. Previously administered products included for an unreported indication: percocet and oxycodone hcl. Past adverse reactions to the above products included hypersensitivity with percocet; and pruritus with oxycodone hcl. Family history included family history of cardiovascular disorder, family history of diabetes, other disorders of intestine, asthma, stroke, heart disease, unspecified and heart murmur. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced procedural pain ("I was in a tremendous amount of pain as it was being placed"). In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("anemic") with asthenia and dizziness, ovarian cyst ("ovarian cysts") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with surgery (laparoscopic hysterectomy) and surgery (d&c, hysteroscopy ablation on (B)(6) 2013). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain and vaginal haemorrhage had resolved and the genital haemorrhage, anaemia, ovarian cyst, mental disorder and procedural pain outcome was unknown. The reporter considered abdominal pain, anaemia, genital haemorrhage, mental disorder, ovarian cyst, procedural pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 4098.2 kg/sqm. (B)(6) 2015: CT abdomen pelvis wo con: impression-there is no CT evidence of acute abdominal or pelvic process, fatty liver, cholecystectomy. CT abdomen and pelvis without: impression: there is diffuse fatty infiltration within the liver. No discrete mass, prior cholecystectomy, a foley catheter is in a decompressed bladder. Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received - new event "heavy bleeding" was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("extreme and debilitating pains in my abdomen/debilitating pains in my abdomen/severe and persistent pain/ pains") and vaginal haemorrhage ("uncontrollable vaginal bleeding/bleeding issues") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "physician was having difficulty placing the device" on (B)(6) 2009. The patient's past medical history included multigravida, parity 3 (((B)(6) 1993, (B)(6) 1995 and (B)(6) 1997)), surgery, miscarriage, meningitis, tonsillectomy in 1994, mammoplasty in 1998, cholecystectomy on (B)(6) 2008 and social alcohol drinker. Previously administered products included for an unreported indication: percocet and oxycodone hcl. Past adverse reactions to the above products included hypersensitivity with percocet; and pruritus with oxycodone hcl. Family history included blood pressure high, diabetes, other disorders of intestine, asthma, stroke, heart disease, unspecified and heart murmur. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced procedural pain ("I was in a tremendous amount of pain as it was being placed"). In 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), anaemia ("anemic") with asthenia and dizziness, ovarian cyst ("ovarian cysts"), mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition") and treatment noncompliance ("did not use birth control or contraception at any time following your essure placement procedure/did not undergo an essure confirmation test"). The patient was treated with surgery (d&c, hysteroscopy ablation on (B)(6) 2013 and laparoscopic hysterectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain and vaginal haemorrhage had resolved and the anaemia, ovarian cyst, mental disorder, treatment noncompliance and procedural pain outcome was unknown. The reporter considered abdominal pain, anaemia, mental disorder, ovarian cyst, procedural pain, treatment noncompliance and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. On (B)(6) 2015: CT abdomen pelvis wo con: impression-there is no CT evidence of acute abdominal or pelvic process, fatty liver, cholecystectomy. CT abdomen and pelvis without: impression: there is diffuse fatty infiltration within the liver. No discrete mass, prior cholecystectomy, a foley catheter is in a decompressed bladder. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new reporters added. New events added: severe and persistent pain , extreme and debilitating pains in my abdomen/debilitating pains in my abdomen , serious bleeding issues , uncontrollable vaginal bleeding , anemic , weakness, dizziness, ovarian cysts, essure caused or aggravated any psychiatric and/or psychological condition, did not use birth control or contraception at any time following your essure placement procedure/did not undergo an essure confirmation test and I was in a tremendous amount of pain as it was being placed. Event injury deleted. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.